Event description:
It was reported that the patient is unable to inflate the inflatable penile prosthesis (ipp). A revision was performed in which the existing device was removed and replaced. There were no clinical consequences for the patient related to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical and inflation issues were confirmed through product analysis as the identified cylinder fluid leak and the pump not passing the 8lb activation test could affect the functionality of the ams 700. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the reservoir found a hole in the adapter strain relief consistent with sharp instrument damage, probably occurring during explant. The cylinders were visually and microscopically inspected, revealing a hole tear in the rear tip at the fabric bonding joint result of fatigue in both cylinders. The kink resistant tubing (krt) of both cylinders was also worn down to the filament. There was a leak in cylinder 1; therefore, the component was not functionally tested. Functional testing was performed on cylinder 2, and the component passed all tests performed. Visual and microscopical analysis of the pump revealed the krt was fatigued and worn down to filament. Upon functional testing, the pump did not pass the 8lb activation test, therefore, requiring more than 8lbs of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient is unable to inflate the inflatable penile prosthesis (ipp). A revision was performed in which the existing device was removed and replaced. There were no clinical consequences for the patient related to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient is unable to inflate the inflatable penile prosthesis (ipp). A revision was requested, however the procedure has not been scheduled yet. No clinical consequences have been reported for this event.